Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient's right ventricular (rv) lead had high defibrillation threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.